Event description:
On (B)(6) 2012, l2/5 xia3 operation was performed. When the surgeon tried to do the final tightening, he could not use the anti torque key because the screws of l4 and l5 were very near. He used the rod gripper instead. When he used it and did the final tightening, the torque wrench slipped and the blocker bound from the screw head. Because this phenomenon happened 3 times, he changed to other screws. This phenomenon occurred once also with the replaced screw. After that the operation was finished safely.

Manufacturer narrative:
Additional information has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation. This report is filed on the blocker. The surgeon also replaced a screw during this surgery for alleged malfunction. This screw, a xia 3 titanium polyaxial screw dia 7.5 x 50 mm, catalog # 482317550, lot # b22665 was also evaluated and visually inspected. As the received screw remains functional, this device was not reported.